Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 626-00-46f; modular dual mobility insert; lot# 89155002; cat# 6570-0-228; delta v-40 ceramic head 28/+4; lot# 88852505. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised. As reported: "pt. Presented with drainage from his surgical wound...no confirmation of infection yet, but dr. Opted to swap out some components while performing his usual I&d protocol." An mdm metal liner, adm/ mdm poly insert and ceramic femoral head were revised. Rep provided usage sheet from current and prior revision. Rep also confirmed that no further information will be released by the hospital or surgeon.